Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this tactra malleable penile prosthesis eroded and perforated the glans. The device was explanted. No further patient complications were reported.

Event description:
It was reported that this malleable device perforated and eroded the patient's glans for which it had to be explanted. No device issues nor additional patient complications were reported.